Event description:
The kendall brand prep razor (item code 139083) is a new product at this facility. Many staff members have reported difficulties with safely removing the clear plastic protective caps that cover the razor's edges. There are two arrows embossed on the top of the razor which are located adjacent to the words "side a", and point downwards to side a. Two injured staff members explained that they believed the arrows pointed to where on the razor their fingers should be placed in order to remove the protective cover. However, the arrows are in place to indicate which side of the razor is "side a" of the double-bladed razor edge. Two injuries have resulted so far due to staff members placing their fingers on the blade side of the razor to remove the cover. One staff member received a laceration of the finger that required suturing, while another staff member received an avulsion of a portion of the finger pad. Surgigel was used to repair the avulsion, and both employees missed some of their scheduled shifts because of these injuries. Of note, to safely remove the protective cover, the cover is to be gripped on the short sides of the razor (not "side a") and pulled upward to remove the cover. Additional educational materials for this product was requested from the manufacturer, however, it has been learned that there are no instructions available on how to safely remove the cover.